Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07817. It was reported that laceration, pericardial effusion and tamponade occurred. The patient was undergoing a left atrial appendage closure (laac) procedure. A watchman access system and watchman laa closure device & delivery system were used. A laceration occurred and a pericardial effusion occurred. The watchman laa closure device was implanted, but the pericardial effusion increased. Blood was leaking in the pericardium and pericardiocentesis was performed. The patient experienced tamponade, so open heart surgery was performed. The patient has recovered and is fine

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08697. It was further reported that an amplatz super stiff guide wire was used in the procedure. The delivery system was not within the access system when the pericardial effusion was evidenced.